Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. The event description mentions that "the suture has been breaking off from needle without tension in two specific lots." The only reported lot number during the complaint intake was m8702, sbbckt. What is the second lot number? That was my mistake. I meant there were two boxes of the same lot number that had the issue. 2. What is the quantity of sutures the broke off from the needle for each respective lot? 4 each. 3. Did these events occur in one or multiple patient procedures? Multiple. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-05987, & 2210968-2022-05988.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture had been breaking off from the needle without tension. No adverse patient consequences were reported. Additional information was requested.